Manufacturer narrative:
A2. Age at time of event: 18 years or older. E1: initial reporter city: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a rota burr got stuck in the lesion. The 90% stenosed target lesion was an area of in-stent restenosis (isr) located in the severely tortuous and severely calcified proximal right coronary artery. A 1.75mm rotapro was selected for percutaneous coronary intervention. During the procedure, upon first ablation at a set speed of 18,000rpm, it was noted that the burr got stuck in the lesion and stall occurred. The device was pulled out with force and was completely removed without intervention. It was determined that further treatment would be difficult and the treatment has been discontinued. There were no patient complications reported.

Event description:
It was reported that a rota burr got stuck in the lesion. The 90% stenosed target lesion was an area of in-stent restenosis (isr) located in the severely tortuous and severely calcified proximal right coronary artery. A 1.75mm rotapro was selected for percutaneous coronary intervention. During the procedure, upon first ablation at a set speed of 18,000rpm, it was noted that the burr got stuck in the lesion and stall occurred. The device was pulled out with force and was completely removed without intervention. It was determined that further treatment would be difficult and the treatment has been discontinued. There were no patient complications reported.

Manufacturer narrative:
A2. Age at time of event: 18 years or older. (B)(6).